Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implant was causing the patient pain and discomfort at the implant site. The patient reported that she didn't know if this was normal or not, but she had ¿like a knot¿ at the implant site and it seemed puffy. The patient stated that she had seen her doctor, and the pain at the implant site wasn't as bad and said that the pain wasn't every day and it would come and go. The patient noted that it was like the implant would pop up and the pain wouldn't last a long time, but when it was there, it was like a burning sensation. Patient services reviewed that regarding the pain at ins site, the patient had the option to turn the ins off, if medically appropriate, to see if pain went away/have the healthcare provider (hcp) check implant area. It was noted that the patient would follow up with the hcp to have device checked. No further complications were anticipated/reported.